Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with umbilical vessel catheter (uvc). The customer reports that the uvc was leaking below the hub where the catheter is joined. The uvc was placed on (B)(6) 2011 and removed on (B)(6) 2011. The customer stated that the uvc was not replaced and the pt status is fine.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.